Manufacturer narrative:
Missing segments due to cracked lcd zebra connector. The insulin pump passed the operating currents measurement, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked case at display window corner, battery tube threads and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that insulin pump experienced display anomaly. It was reported that there was missing segments on display screen. Customer's blood glucose was between 400 mg/dl and 500 mg/dl. Caller was advised that insulin pump would need to be replaced.